Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) measured high undefined impedance on the right ventricular high-voltage port when the device was placed in the pocket. The device was removed from the pocket and the lead was confirmed to be seated properly, plus the lead measured normal impedance when measured with the lead analyzer. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. If information is provided in the future, a supplemental report will be issued.